Event description:
Post uae continues to experience severe sharp pains throughout her body. Pain most frequent in arms and legs. These symptoms weren't pre-existing. Pt would like embolic material removed.